Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician attempted to deploy the axios stent, but it failed to deploy. In an effort to resolve the issue, all appropriate steps were attempted, but the deployment was still unsuccessful. The procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: an electrocautery-enhanced delivery system was received for analysis, the axios stent was not returned. Visual inspection of the returned device identified the inner sheath was kinked. Functional inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. No issues were noticed with the delivery system. Product analysis could not confirm the reported event of stent failure to deploy; the stent was not returned and functional inspection on the delivery system revealed no issues. Based on the information available and without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, the investigation concluded that the additional observed event of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician attempted to deploy the axios stent, but it failed to deploy. In an effort to resolve the issue, all appropriate steps were attempted, but the deployment was still unsuccessful. The procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event.